Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If additional relevant information is received, a follow-up MDR will be submitted.

Event description:
It was reported that the peritoneal dialysis registered nurse (pdrn) noticed a blue gummy material at the end of the patient's transfer set. The pdrn stated that the patient denied using any adhesive on the transfer set. The pdrn was planning to change the patient's transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.